Manufacturer narrative:
(B)(4). Device power up properly after battery installation. Device passed sleep current measurement, active current measurement, self test and displacement test. No blank display noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level and insulin pump had blank display. Customer¿s blood glucose level was 527 mg/dl. The customer did not provide details on symptoms and treatment related to the high blood glucose level . Customer stated that the display was not blank less than 30 seconds and did not return after insulin pump restart. Customer stated that the contacts on the battery cap was neither missing nor damaged. Customer stated that the battery compartment was neither damaged nor corroded. Customer stated that the spring was neither damaged nor corroded. Customer was advised to the insulin pump will need to be replaced and to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.